Event description:
It was reported that the tip of screwdriver broke. It is unclear whether the broken piece was retreived from patient. The reports indicates that there were no adverse consequences for the patient.